Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that a cartridge alarm 24 occurred. It was also reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The pump was unable to resume operation. The customer will use a back up pump for insulin therapy.